Event description:
This is the second of two reports on the same pt involving two products. Refer to medwatch 9681121-2010-00045 for a description of the first report. It was initially reported by the eye care professional that the pt was diagnosed with an infiltrate in his eye following contact lens use. Additional info received on (B)(4) 2010 from the eye care professional stated that the pt was diagnosed with "infiltrative keratitis." There were 5-6 infiltrates located midperipheral and central in each eye with staining present for only two of the infiltrates in his left eye. No staining was present in the right eye. The pt was treated with vigamox. The pt has not experienced any vision loss. Additional info received on (B)(4) 2010 from the eye care professional stated that the pt has been released from care and the cornea has completely healed.

Manufacturer narrative:
Two unopened lenses were returned for analysis. The lenses were found to be within specifications. The device history records for this lot have been reviewed by manufacturing and found to be in compliance. (B)(4).